Manufacturer narrative:
Product ID 37791, serial# unknown, product type: recharger. Product ID 37612, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the replacement antenna resolved the issue.

Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial#: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the recharge antenna cord was frayed. Patient also stated that they have noticed it takes longer to charge the ins than before. Patient confirmed that they were still otherwise able to connect and have a good charging. Patient indicated that they will continue to monitor and follow up with the health care provider (hcp) if the issue becomes problematic. No out of box failure was reported. There was no reported medical/therapy problems related to the small part components product. No patient symptoms were reported. A replacement recharger antenna was sent to the patient.